Manufacturer narrative:
The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. A complaint history check revealed no similar incidents for reported lot number 6252655. Conclusion: without a sample, an absolute root cause for this incident could not be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
A small particle of what appeared to be plastic broken off of a vial used in cryopreservation was found in three bags of stem cell products. Michigan blood has identified the causes of particles discovered to be: the stopper on the top of a thermo fischer vial used to mix the preservative dmso being chipped off in the course of the needle puncturing the top of the vial during product preparation and a small plastic piece coming off of the 60 ml bd syringe with bd luer-lok¿ tip utilized in product preparation. The particles found appear to be directly related to the medical supplies used by michigan blood during cryopreservation.